Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b.5., b6, b7, d6b., g2, h.6.

Event description:
Healthcare professional reported "intracapsular rupture" via mammogram and ultrasound. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported "ruptured". Healthcare professional reported "intracapsular rupture" via mammogram and ultrasound. This record is for the right side. Device has been explanted.